Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was cardio renal syndrome in consequence of ischemic heart disease and an underlying cause of type 2 diabetes. The caller stated that the customer had kidney problems, hypertension, sleep apnea, chronic obstructive pulmonary disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected a few days prior to passing as the customer was having lows due to not eating. The customer was not using sensors. The customer was also wearing a pace maker that helped them survive. The caller declined to return the insulin pump for analysis as the pump was donated. Frn-model unknown ¿ reservoir.